Event description:
Healthcare professional confirmed the event of rupture and exchange due to textured implants. Healthcare professional additionally reported "wrinkling, bruised looking breasts, redness, swelling, big and firm, contracture". Device was discarded after surgery.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported a right side rupture. Device has been explanted.